Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure "loose fixation" was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: main body flooding (lens), electrical contact corrosion, scope mount corrosion, free lock lever corrosion. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided by the customer: the issue was identified during the beginning of therapeutic transurethral resection of bladder tumor procedure, the intended procedure was completed.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, the subject device had loose fixation. There were no reports of patient harm.